Manufacturer narrative:
The reported complaint of a user advisory (ua) 41 (patient temperature sensor failure) message with the autopulse platform (sn: (B)(4)) was not reproduced during functional testing but was confirmed during archive review. A large resuscitation test fixture (lrtf) was used to test the platform for 30 minutes and no fault errors found. There was no device malfunction or defect observed. The storage and shift check conditions are not known. However, factors such as ambient storage condition (e.g. Fire truck under sun) or soft surface that may block air vents are known to cause ua41 in rare cases. Review of the retrieved archive data, found multiple ua 41 messages on (B)(6) 2017; however, there were no event recorded on the reported event date of (B)(6) 2017, thus confirming the reported complaint. As a precautionary measure, the temperature sensor was replaced. The autopulse platform is a reusable device and was manufactured in 2013. There were no physical damages observed on the platform during visual inspection. Unrelated to the reported complaint, to ensure that the autopulse platform is functional without issue, the power distribution board was replaced. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
As reported, the autopulse platform (sn: (B)(4)) displays a user advisory 41 (patient temperature sensor failure) message during a shift check. There was no patient involvement.